Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that an infusion of 20 meq kcl in 100 ml ivpb hung at 1017 was programed to infuse at 50 ml/h for 2 hours. The clinician entered patient¿s room at 1045 when the patient was complaining of a slight burning at IV site. The clinician slowed the infusion to 25 ml/h, then noted kcl bag was empty. Program on pump verified correct, and vtbi indicated 70 ml left to infuse from ivpb. IV site checked, no evidence of infiltration, positive blood return. Infusion and devices were removed from patient. There was no patient harm or intervention performed.

Manufacturer narrative:
Correction: the suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2017-00867 for MDR reporting.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The event was reported to have occurred at 1336 on (B)(6) 2017, however the log only contains data until 11:43 am on (B)(6) 2017. The pcu event log shows that at 10:11 am on (B)(6) 2017 the device was programmed to infuse a primary infusion of ivf no additives at a rate of 10ml/hr, and a secondary infusion of potassium chloride peripheral conc 20meq in 100ml at a rate of 50ml/hr. At 10:51 am the secondary infusion rate was decreased to 25 ml/hr. At 11:03 am it was changed back to 50 ml/hr. The infusion was stopped when the device was channeled off at 11:43 am. The volume recorded as being infused during this period was 0ml for the primary infusion and 49.232ml for the secondary infusion. The pump module and the disposable sets were not returned for investigation. The root cause of the customer¿s report of an overinfusion was not identified.

Manufacturer narrative:
Concomitant product(s): a 500ml b.braun bag ndc (B)(4), lot j6l317 exp 03/19 0.9% nacl injection; 200ml hospira bag. Ndc (B)(4), lot 70-113-jt, exp 1 apr 2018 kcl, therapy date: (B)(6) 2017. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.